Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907264, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907264 were used for additional evaluation. The product was visually inspected, no particles or foreign matter was observed inside any of the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: in the body of some syringes we have found particles that appear to be white and are supposedly paper rests. We are talking about a sterile product that is used on patient. This products cannot contain any particles, given they could cause e.g lung embolism and be deadly for patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: in the body of some syringes we have found particles that appear to be white and are supposedly paper rests. We are talking about a sterile product that is used on patient. This products cannot contain any particles, given they could cause e.g lung embolism and be deadly for patients.